Manufacturer narrative:
H3, h6): the manufacturing representative went to site to test the imaging system and there was no fault found. No hardware parts were replaced. H3,h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, wire replacement count exceeded. Test winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Drive assembly functioned as normal. Visual inspection shows cable strands are fraying, cable showing signs of wear. Damaged cable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the wire replacement count was exceeded. There was no patient involvement. Additional information was received. The number of gantry wire replacements has been exceeded.